Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. Per the patient the pump was delivering ¿morphine something¿. The indication for use was non-malignant pain. The patient reported that ¿it doesn't seem like it's working as well as it used to. It used to work like 2 minutes for the first part and the next was 2 minutes, but now it's 6-7 minutes for the first part and about 4 minutes for the second half.¿ the patient clarified it has been taking a long time to connect to the pump but they've ¿always gotten good results.¿ the patient stated they had a MRI on their brain a couple weeks ago and they don't know if the connecting issue started right after the MRI or not. While on the call, the patient clarified the percentage hangs out at 90% for a while before it goes through when connecting. When the agent inquired event date, patient stated, ¿it goes to 90% pretty quickly, generally within the first portion of a minute,¿ and did not provide further event date information. The patient mentioned connecting to the pump has worsened over time, and after multiple tries, they found out where to put the communicator on their back to connect. The patient later stated the lag has been present for ¿a long time,¿ but ¿just this last week or so¿ connecting to the pump was ¿getting a real long lag and when I'm hurting, I can't stay in that position that long so it's hard.¿ the agent reviewed considerations and walked patient through clearing data on the handset. The patient connected to the pump well without a lag and was very happy with how fast it went. The patient briefly saw no device found but appeared to have to readjust communicator position. The agent attempted to assist the patient in disabling tutorials, but the patient cleared them. The patient had 2 boluses available but did not want to bolus during the call.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient reporting that their handset was getting slow again. Agent assisted patient deleting data. After that, patient was able to connect to their pump without delay and patient was able to take the bolus. Patient would call back if further assistance was needed.